Manufacturer narrative:
The blank display was due to corroded battery cap contact; however pump passed functional testing, including the operating currents test, self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. There was no unexpected off no power alarm noted. The pump had cracked reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call of issues with blank display and off no power. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.